Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and recommended to replace the device. No adverse patient effects were reported. This pacemaker remains in service.